Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a working outlet and wait at least 30 minutes for the pump to begin charging, with a follow-up planned by technical support. Upon follow up cts confirmed issue resolved.